Event description:
It was reported that at a follow-up appointment, this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. The physicians attempted to perform a device reset and evaluate the magnet response, but the interrogation difficulty persisted, and no beeping tones were produced. It was noted that the patient had undergone a magnetic resonance imaging (MRI) recently. Boston scientific technical services (ts) was contacted and recommended an emergent device replacement procedure to ensure adequate therapy delivery. Recently, this device was surgically explanted and replaced to resolve the event, and no additional adverse patient effects were reported. This s-ICD was returned for analysis.

Manufacturer narrative:
This report is being sent to provided updated information in sections h6 (evaluation conclusion code) and h11 (additional MFR narrative). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to b5 for more information regarding the specific circumstances of this event. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted a crack on the exterior of the device case. T was determined that therapy was not available while the device was implanted. Residual gas analysis demonstrated a high percentage of water content within the device case. Analysis concluded this hermetically sealed device case became compromised due to a crack in the device case, likely due to cyclic fatigue, which allowed body fluid to enter the interior of the device. The presence of conductive body fluid contacting the device's electronic circuitry caused the clinical observation of telemetry difficulty and interrogation failure. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative).

Event description:
It was reported that at a follow-up appointment, this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. The physicians attempted to perform a device reset and evaluate the magnet response, but the interrogation difficulty persisted, and no beeping tones were produced. It was noted that the patient had undergone a magnetic resonance imaging (MRI) recently. Boston scientific technical services (ts) was contacted and recommended an emergent device replacement procedure to ensure adequate therapy delivery. Recently, this device was surgically explanted and replaced to resolve the event, and no additional adverse patient effects were reported. This s-ICD is expected to be returned for analysis.

Manufacturer narrative:
This report is being sent to provided updated information in sections h6 (evaluation conclusion code) and h11 (additional MFR narrative). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that at a follow-up appointment, this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. The physicians attempted to perform a device reset and evaluate the magnet response, but the interrogation difficulty persisted, and no beeping tones were produced. It was noted that the patient had undergone a magnetic resonance imaging (MRI) recently. Boston scientific technical services (ts) was contacted and recommended an emergent device replacement procedure to ensure adequate therapy delivery. Recently, this device was surgically explanted and replaced to resolve the event, and no additional adverse patient effects were reported. This s-ICD is expected to be returned for analysis.

Event description:
It was reported that at a follow-up appointment, this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. The physicians attempted to perform a device reset and evaluate the magnet response, but the interrogation difficulty persisted, and no beeping tones were produced. It was noted that the patient had undergone a magnetic resonance imaging (MRI) recently. Boston scientific technical services (ts) was contacted and recommended an emergent device replacement procedure to ensure adequate therapy delivery. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.